Event description:
While the power drill was being used, metal shards were noted to have been expelled from the tool and onto the patient's soft tissues. We cleaned the area to remove the metal pieces and the drill was removed from the field. (B)(6).